Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, the pump alarmed that there was air in line. It was reported that the registered nurse (rn) re-primed and could not get the pump to stop alarming. The reporter indicated that the cadd was isolated and inspected, and there was no visible droplet between bladder and hard care. The reporter also indicated that cadd was gently rinsed one time to remove drug residue with 60 ml ns, then filled with 100 ml ns. At first inspection there was no leak but overtime a small pinhole leak was observed above the casing, but still in the general area where the bladder meets the tubing. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other, other text: no product returned. Medwatch form attached. Mw5098716 . Date of event (B)(6) 2010.

Event description:
Additional information received via (email/medwatch etc.) On 02-feb- 2021 mw5098716. Date of event (B)(6) 2020 . Reported by pharmacist. No adverse patient event. This was cadd administration set fpa.